Event description:
Device report from japan reports an event as follows: it was reported that patient underwent a posterior lumbar fusion (th10) on (B)(6) 2023. During the procedure, the surgeon inserted the fenestrated screws into the th10/11. Cement injection was started 12 minutes after cement mixing started. Cement injection was started on the th10 vertebral body and interrupted when 1cc of the cement was injected, as it was observed that the cement leaked into the venous system. CT scans taken immediately after surgery also showed inflow of the cement into blood vessels. However, the surgeon determined that there was no problem because the cement had not splashed onto the lungs or heart. The surgery was completed successfully with no delay. Patient was stable. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.